Event description:
It was reported that routine follow-up showed excessive noise on the lead. The "fractured" lead was removed and replaced. It was also reported that examination of the lead after removal revealed no distinct abnormalities. However, a second inspection showed probable insulation break at the level of the clavicle, due to possible subclavian crush. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.